Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had a 235mm titanium cannulated trochanteric fixation nails implanted on (B)(6) 2014; on (B)(6) 2015 the device was explanted. The patient had a hip decompression on (B)(6) 2014 for avascular necrosis. A total hip replacement is planned for the patient in the near future. No additional information is available at this time. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
A product investigation was performed: the three (3) devices were received with no apparent issues. The devices exhibited wear consistent with implantation, but were otherwise undamaged. There was no reported product issue. A visual inspection, functional test, and DHR review were performed as part of this investigation. No product issues or discrepancies were found that might have led to the complaint condition. This complaint is confirmed and due to an unknown cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: monument. Manufacturing date: 08/17/14. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.the subject device has been received and is currently in the evaluation process.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.